Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the serious adverse events of cardiac arrest and subsequent death. Although the patients death was a result of the cardiac arrest, the cause of the patients cardiac arrest is unknown; therefore, causality cannot firmly be established. Per the pdrn, the patient had several cardiac comorbid conditions and was scheduled to undergo a cardiac catheterization later the same week, due to a faulty heart valve. The pdrn was uncertain if the liberty select cycler caused and/or contributed to the events as the cycler was alarming when the patient was discovered. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Of these deaths, cardiovascular disease accounts for the most among the esrd population.

Event description:
Fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [(cc(pd)] for renal replacement therapy (rrt) expired while connected to the liberty select cycler. During follow-up, the patients pd registered nurse (pdrn) confirmed the patient expired at home due to a reported cardiac arrest while undergoing ccpd therapy. The patients liberty select cycler was alarming during the night, which woke the patients son. The patient's son entered the patient's bedroom to find them collapsed on the floor and not breathing. Emergency medical services (ems) was contacted; however, the patient could not be revived (specifics not provided) and was pronounced dead at home. The patient was taken directly to the funeral home and no autopsy was performed. The pdrn reported the patient had several cardiac comorbid conditions and was scheduled to undergo a cardiac catheterization later the same week, due to a faulty heart valve. The pdrn was uncertain if the liberty select cycler caused and/or contributed to the events, as the cycler was alarming when the patient was discovered. The cycler is scheduled to be picked up in the next few days (exact date unknown) at the patients home. Additional information (e.g., discharge summary, esrd death notification, death certificate, autopsy report, treatment data) was requested, however the patients electronic record is closed.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. A post- accelerated stress test (ast) simulated treatment was initiated and completed without failures. The cycler underwent and passed a system air leak test, valve actuation test, and a patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the cycler found no discrepancies. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Event description:
Fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [(cc(pd)] for renal replacement therapy (rrt) expired while connected to the liberty select cycler. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient expired at home due to a reported cardiac arrest while undergoing ccpd therapy. The patient¿s liberty select cycler was alarming during the night, which woke the patient¿s son. The patient's son entered the patient's bedroom to find them collapsed on the floor and not breathing. Emergency medical services (ems) was contacted; however, the patient could not be revived (specifics not provided) and was pronounced dead at home. The patient was taken directly to the funeral home and no autopsy was performed. The pdrn reported the patient had several cardiac comorbid conditions and was scheduled to undergo a cardiac catheterization later the same week, due to a ¿faulty¿ heart valve. The pdrn was uncertain if the liberty select cycler caused and/or contributed to the events, as the cycler was alarming when the patient was discovered. The cycler is scheduled to be picked up in the next few days (exact date unknown) at the patient¿s home. Additional information (e.g., discharge summary, esrd death notification, death certificate, autopsy report, treatment data) was requested, however the patient¿s electronic record is closed.